Event description:
It was reported that the unit is not charging when plugged into ac power. Additional info received: "unit shut down during pt monitoring." Pt condition was reported to be stable. No consequences or impact to pt.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have recessed pins causing an open circuit within the power supply circuit. A service history record review reveals that this unit was in the field for over one year with no previous reported issues prior to this reported event.